Event description:
A pt reported experiencing inaccurate low results using a lifescan meter. The pt's blood glucose results were 80 mg/dl (meter), 115 mg/dl (lab). Tests were done within <10 minutes with a difference of 30%. Pt did not experience any adverse events. No further info has been reported.